Event description:
The customer reported getting a "shock equipment malfunction" message while running an op check. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported getting a "shock equipment malfunction" message while running an op check. There was no patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.